Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se was not able to duplicate the reported condition. The se checked and reseated all the power supply related cables going to the power controller/distribution boards. The unit passed extended self-testing and no parts were replaced.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a primary battery not installed error message and subsequently shut down. The patient was removed from the ventilator and manually ventilated via an ambu bag. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.